Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an insulin flow blocked alarm. The customer¿s blood glucose level was 484 mg/dl. Troubleshooting was performed for insulin flow blocked alarm and noticed that the insulin did not exit with plunger push. The customer also reported that they experienced high blood glucose. The other blood glucose level was 275 mg/dl, 380 mg/dl, 463 mg/dl, 480 mg/dl. They treated it with injections. The customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open or used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test per (B)(4) as follows: reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir & connector into  a paradigm pump. Performed pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).